Manufacturer narrative:
H4: the lot was manufactured from june 04, 2021 - june 07, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which showed fluid inside the bladder of the device which suggested an under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an under infusion occurred during use of a large volume infusor. This was further described as, the device was connected to the patient for a 46 hour infusion and when the patient came in for a disconnect at the end of the infusion time, the nurses noticed the full dose was not released to the patient. The device had been filled with fluorouracil 4700 mg in sodium chloride 0.9%, 230 ml total volume. It was further stated, the nurses use a "bung" to connect the device and access is via a 20g size. There was no report of patient injury or medical intervention associated with this event. No additional information is available.